Manufacturer narrative:
(B)(4). As the transfer set was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting of an unrelated alarm, it was reported that the transfer set separated from the patient line. The home patient reported that there was a loose connection that caused the separation. The event occurred during use on the home choice (hc). The technical service representative (tsr) advised the home patient (hp) to start over with all new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.